Event description:
Customer reported unexpected negative reactions when testing a patient sample during echo validation. The patient has a history of anti-e. Negative results were received with capture-r ready screen 3 (crrs 3) and with capture-r ready ID (crrid).

Manufacturer narrative:
File review summary: the echo generated negative results for all cells on all batches (crrs & crrid). Visually all images appear negative. Confirmed the reactivity of the e antigen on retention crrs(3), lot r078. Confirmed the reactivity of the e antigen on retention crrid, lot id124. Confirmed the reactivity of the e antigen on returned crrs(3), lot r078. Returned sample (reported to have anti-e) was tested with returned and retention crrs(3), lot r078 on in-house echo. No reactivity was observed. The sample was tested by tube hemagglutination tests, using selected e+e+, e+e- and e-e+ reagent red cells from retention panocell-10, lot 11052, using immuadd as the potentiator. A room temperature incubation was included. The sample exhibited microscopic reactivity only at the indirect antiglobulin test with e+e- reagent red cells. No reactivity was observed with e+e+ and e-e+ reagent red cells. The event appears to be related to the nature of the sample.